Event description:
While the pump was in use the iabp alarmed (unsure which alarm) and blood was seen in the sheath and backed up into the catheter. Iabp stopped and removed, no adverse result to patient, he was stable and did not require further pressure support. Balloon had ruptured. Dates of use: (B)(6) 2014. Reason for use: support following re-do of avr.